Event description:
The customer reported to olympus that they identified the following: buckling of the insertion tube, stripes on the monitor, reduced angulation. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: the endoscopic image was blurred. This report is being submitted for the malfunction found during evaluation (the endoscopic image was blurred).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, although a conclusive root cause could not be determined, it is likely that a blurry image was displayed due to the following: the entire image was blurred due to damage to the charge-coupled device (ccd) unit. The entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope. Blurring the entire image occurred within the allowable range. The entire image was blurred due to damage or deformation of the connector. Testing and inspection confirmed the customer¿s complaint (buckling of the insertion tube, stripes on the monitor, reduced angulation). Part of the insertion tube is caught and pinched-the insertion tube becomes deformed, due to damage on charge coupled unit, the image has shadows, due to wear of angle wire, bending angle in the up/down and left/right direction does not meet the standard value. In addition, testing and inspection also found: due to a scratch on the bending section cover, water tightness is lost. Nozzle had a burr due to handling. Due to handling the objective lens had a crack. Due to handling the light/guide lens is dirty and the connector cover had a dent, the adhesive part on the bending rubber is worn out. The connecting tube had a scratch, the connecting tube had a wrinkle due to chemical stress. Due to physical stress the scope cover and grip had a scratch. Due to handling the control unit and switch box had a scratch. Due to insufficient cleaning the universal cord was dirty. Due to handling the following were scratched: light/guide cover glass, the scope connector, plug unit, scope connector case. Due to wear of angle wire, the play of the up/down and left/right knob is out of the standard value. Due to deformation of nozzle, water removal ability does not meet the standard value. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.